Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation procedure of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, two bands were successfully deployed. After the deployment of two bands, the bands could not be deployed as they were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned and only the handle was returned. The returned handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. The analysis of the available information from the complaint could not determine a specific cause. Based on the analysis of the available information in the complaint, it did not determine a specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation procedure of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, two bands were successfully deployed. After the deployment of two bands, the bands could not be deployed as they were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patien''s condition at the conclusion of the procedure was reported to be stable.